Manufacturer narrative:
Product event summary the lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the helix of the lead would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.